Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On 12/17/2023, the patient was at work and while on a break, he blacked out. His supervisor called for a community rescue squad or ambulance. The rescuer poked the patients finger and the value was 46 mgdl, while on the cgm, the value was 100 mgdl. The rescue squad gave the patient glucose through intravenous (IV) and in less than an hour, the patient felt normal. There was no documentation of further medical evaluation or intervention for hypoglycemia with loss of consciousness. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. At the time of the report, the patient was feeling fine. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.